Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer has isolated the failure to the main board in house. The customer will not be returning the unit for investigation at this time. Previously, manufacturing initiated CAPA (B)(4) for confirmed main pcb issues. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes.